Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior vaginal repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached cleanly from the suture. It was successfully taken out of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned uphold lite with capio slim device revealed that the suture with blue and white stripe dilator was broken and frayed. The detached suture and the dart were not returned, thus it could not be determined if the bullet came off the suture. There was a slight bend in the shaft of the capio slim, otherwise the device works as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior vaginal repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the needle detached cleanly from the suture. It was successfully taken out of the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.